Event description:
Per the patient¿s mother, the pump was refilled on (B)(6) 2015. At that time, the patient¿s mother stated that the residual volume was 13cc more than expected and at the previous refill on (B)(6) 2015 it was 10cc more than expected. Per the patient¿s mother, the usual residual volume at refills was 3cc. The device system was delivering lioresal. It was later reported by the hcp (healthcare professional) that on (B)(6) 2014 the erv (expected residual volume) was 3.2; the arv (actual residual volume) was 4.2. On (B)(6) 2015, the erv was 6.3; the arv was 9. On (B)(6) 2015, there was no refill; a bolus dose was given. On (B)(6) 2015, the erv was 3.1; the arv was 5. Per the hcp, the volume discrepancies averaged about 3ml per refill. The patient had not had been experiencing any symptoms during this time, so the hcp did not investigate the issue. Around (B)(6) 2015, the patient began to experience an increase in tightness and his therapy became intermittent. It was suspected there was a device issue. The hcp administered a bolus dose in the office approximately 3 weeks prior to the refill on (B)(6) 2015, and the patient responded well to the bolus dose. However, the patient did experience some respiratory depression following the bolus given in the office. No interventions were required beyond monitoring at that time. The hcp then increased the patient¿s flex dose at the refill on (B)(6) 2015 and the patient actually began developing increased tightness and increased tone. It was decided at that time to replace the pump. The hcp began to supplement with oral baclofen as needed. See manufacturer¿s report # 3004209178-2015-10377 for subsequent events leading up to the device explant.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.